Event description:
It was reported that patient developed a staphylococcal infection with positive blood cultures and an infected pocket. The implantable pulse generator (ipg) and ventricular lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant product: 4473 competitor lead. (B)(4).